Event description:
It was reported, a pt heard an alarm on their pump. The pt's info and the device info could not be obtained. The pt stated, their device contained saline due to a granuloma. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.